Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/10/2013 with the following findings: the keypad was observed to be torn over the up, down, and ok buttons. The down button had an intermittent response. The up, ok, and contrast buttons responded properly to testing. The keypad was removed and contamination under the down and contrast button contacts was observed. Unrelated to the initial complaint, the display screen was observed to be dim with a pink contrast when the pump was powered on. The pump cover was opened, the dim screen was removed and replaced with a new test screen and the contrast returned to normal with the test screen.